Event description:
It was reported that during preparation of the indeflator 20/30, the handle broke. There was no patient involvement. A new indeflator was used successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This event was filed in error. The handle broke during device preparation and was easily identified and replaced without resulting in a significant delay in the procedure. An initial medwatch report has already been filed; therefore, this supplemental report is being filed to correct the initial submission.

Manufacturer narrative:
(B)(4).